Event description:
Customer reported that the suture broke one day following c-section. The patient was returned to surgery for repair in 2006. The surgeon reports that the breakage was the direct result of a burn to the suture by electrocautery, during initial implantation.

Manufacturer narrative:
Conclusion: the surgeon reports that the breakage was the direct result of a burn to the suture by electrocautery during initial implantation.